Manufacturer narrative:
The tandem t:slim user guide indicates that novolog has been tested for up to 72 hours. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was impacted. During system check with tandem technical support, insulin appeared gelled. Reportedly, the same cartridge had been in use for one week.